Event description:
It was reported that after the insertable cardiac monitor (icm) was implanted, the icm lost bluetooth connection and was unable to be interrogated with bluetooth. No changes or interventions were reported. The patient condition was stable.